Event description:
It was reported that a shaver left greasy black residue and metal shavings.

Manufacturer narrative:
Final investigation showed areas of wear on the shafts of the inner and outer shaver. The shaver shafts were straight and spun freely without any detectable friction. The device was also run in a smith and nephew generator without any problems or metal shavings produced. During the tests, no visible black grease was produced. The reported grease was most likely to have been metal dust mixing with shaver lubrication when the device was used.